Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that during a routine device change out, the right atrial lead was noted to be fractured and exhibited high impedance, oversensing and noise. The lead was explanted and replaced.